Event description:
An error 9 message was reported with the adc device. As a result, the customer was unable to obtain readings and experienced symptoms of sweating, tiredness, and seizure however, the customer reported being able to self-treat with insulin (type/dose unknown). There was no third-party medical intervention reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The available tripped trend reports were reviewed for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Built-in reader test was performed and the reader test passed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section h4 (device mfg date) were updated based on returned product download. Section d4 (serial number) was updated from (B)(6) to (B)(6).

Event description:
An error 9 message was reported with the adc device. As a result, the customer was unable to obtain readings and experienced symptoms of sweating, tiredness, and seizure however, the customer reported being able to self-treat with insulin (type/dose unknown). There was no third-party medical intervention reported. There was no report of death or permanent injury associated with this event.